Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The probe was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned probe had impact marks at the back end causing fit issues with any mating tracker. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the instrument seemed to be bent and doesn't fit into the navlock tracker. No patient was present at the time of the event.